Event description:
Customer reported issues with the insulin pump. Customer states that there are no delivery alarms. Customer also states that when removing the reservoir it smells as if the motor is burning. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. Unable to perform the excessive no delivery alarm test due to the prime anomaly. The motor passed the motor test. No burning motor anomaly noted or moisture damage on the electronic assembly. Minor scratched lcd window, cracked display window corners, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.